Manufacturer narrative:
Device was received with critical pump error displayed on the lcd screen with alarm. Unable to determine hardware low level failures due to critical pump error. Unable to perform the self test and displacement test due to critical pump error .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 22.4 mmol/l at the time of incident. Customer stated that the insulin pump had hardware low level failure analysis. Customer reported they were able to clear the alarm. Customer was performed self test and it did not passed. The insulin pump will be returned for analysis.